Manufacturer narrative:
Continuation of d10: product ID 8780 serial# (B)(6) implanted: (B)(6)2024 explanted: (B)(6)2025 product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(6), ubd: 13-may-2026, UDI#: (B)(4). H6. Eval code method code: b17 is regarding the catheter. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider (hcp) via a company representative (rep) regarding a patient receiving intrathecal unknown morphine 10 mg/ml at 1.14 mg/day via an implanted pump for an unknown indication for use. It was reported that the pump was flipped, and the catheter was sheared. It was noted at the first refill appointment that the registered nurse (rn) was unable to refill the pump. No withdrawal symptoms were noted. No falls. Fluoroscopy was used to determine the flip. It was clarified the patient had the pump system replaced in july {refer to manufacturing report # 3004209178-2024-12338 regarding this system replacement}. At the first pump refill appointment the rn was unable to refill the pump. After an x-ray it was determined that the pump was flipped. Surgery was scheduled. Upon opening the pocket, it was discovered that the pump was not sutured down, and the catheter was sheared. Revision was planned and completed on the date of this report and the pump segment of the catheter was replaced, due to shearing. The issue was resolved at the time of this report.

Event description:
Additional information was received from a healthcare provider via a company representative (rep) stated that the event date was on (B)(6) 2024.

Manufacturer narrative:
H3. Analysis identified a break in the catheter body. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.